Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation evaluation. A review of documentation including the complaint history, instructions for use (IFU), specifications and quality control, as well as a visual inspection of returned imaging was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, imaging was returned and professionally reviewed. A separation between the sealing and suprarenal stent was confirmed through the review. Per the imaging reviewer, ¿sealing and suprarenal stent separation is confirmed. Seal zone dilation beyond the tffb design diameter and evidence of treated type ia and type ii endoleaks support aneurysm growth into the seal zone. Without stabilization and load bearing from seal zone wall apposition, the force and motion of aortic pulsation was entirely placed on the suprarenal and sealing stent sutures.¿ in addition, the physician confirmed prior interventions for type ii endoleak was performed. Additionally, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities were and currently are in place to identify this failure mode prior to distribution. There here is no evidence to suggest the device was not manufactured to specification. Design validation and verification testing showed that the affected product is safe and effective for its intended use. A review of the device history record was unable to be completed due to a lack of lot information. However, tffb devices are a one-device lot product, so it was concluded that there is no evidence that nonconforming product exists either in house or in field. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: indications for use: "the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: -adequate iliac/femoral access compatible with the required introduction systems, -non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: -with a length of at least 15mm, -with a diameter measured outer wall to outer wall of no greater than 32mm and no less than 18mm. -with an angle less than 60 degrees relative to the long axis of the aneurysm, and -with an angle less than 45 degrees relative of the axis of the suprarenal aorta. -iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall)." Potential adverse events: -"endoleak". Warnings and precautions: -"additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture." -"key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (greater than 60 degrees for infrarenal neck to axis of aaa or greater than 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (less than 15mm); an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck) length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation site. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak.¿ -"strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." -"inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." -"patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up." -"additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture." The complaint was able to be confirmed based on customer testimony and imaging review. Based on the information provided, no returned product, and the results of our investigation, a definitive root cause could not be traced to the device, but rather to an adverse event related to the patient's condition. Cook has concluded patient anatomy and progression of the disease state contributed to this incident. Endoleak is a known inherent risk of the device. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: two 16mm tfle iliac limbs. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the study patient underwent surgery on (B)(6) 2002. A tffb 26mm main body was implanted along with two 16mm tfle iliac limbs. As reported on (B)(6) 2019, the suprarenal stent separated from the graft body and the graft body migrated resulting in a type I endoleak. On (B)(6) 2019, the doctor fixed the type I endoleak by placing a 30x58 esbe cuff and then a 32x58 esbe cuff.